Manufacturer narrative:
(B)(4). Evaluation, results/conclusion: other (unknown cause of event).

Event description:
An endurant stent graft system was selected for the endovascular treatment of a 4 cm diameter abdominal aortic aneurysm. The proximal neck was 20 mm in diameter and 18 mm in length. The left common iliac artery was 16 mm in diameter. The right and left external iliac artery measured 9 mm in diameter. It was reported that the graft lumen was clogged. There was no damage to the package; however, damage to the delivery system was observed. Saline was injected from the syringe of the t-tube for flushing; however, the saline would not come out of the distal tip. The physician attempted to deliver other manufacturer¿s guidewire and stiff wire from the distal side of the delivery system (t-tube) and the proximal side (distal tip) however, the distal side of the delivery system was stuck after insertion of about 10cm. The proximal side was also stuck after insertion of about 1cm. Both of the guidewires were caught on the inside of the graft lumen, and they could not be advanced any further. The physician used a backup device to complete the procedure. No clinical sequelae were reported and the patient is fine. The device was returned was returned for evaluation. Upon inspection of the delivery system, there was approximately a 2 mm gap between the graft cover and tapered tip. The rest of the device was unremarkable. A wire was inserted through the distal tapered tip and met an obstruction at approximately 12 mm from the distal end. The tapered tip was bisected back to the point of the obstruction and a hard material was discovered; the material was removed from the tapered tip lumen such that ftir analysis could be performed. The complaint was confirmed; there was an obstruction in the tapered tip lumen that prevented wire passage. Ftir testing was inconclusive; the sample matched hydrophilic coating (dry) by 46%. The root cause of the event could not be conclusively determined.